Manufacturer narrative:
The explanted device was not returned to manufacturer. Without return of the device or additional event information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm bioprosthetic aortic valve, implanted approximately three (3) years and ten (10) months, was explanted due to unknown reasons. The explanted device was replaced with another bioprosthetic device. There were no adverse events reported following procedure. Multiple attempts to obtain device and additional information were unsuccessful.